Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient didn't think their interstim was even working anymore. The patient stated their urologist went in about 4 months ago and put a low dose botox injection straight in their bladder wall in the muscle and that had worked because both interstim devices did not hold up and would come detached from their spine or something and would stop working. The patient mentioned they had talked to a manufacturer representative (rep) on the phone one time and they told the patient how to change the program and that worked one time. The patient stated they needed an MRI tomorrow and wanted to know if they were eligible to get that done. The MRI guidelines were reviewed with the patient. [Refer to (B)(4) for details about the patient's previous implanted system.]